Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. There was no damage noted to the balloon catheter during preparation or during the first attempt to advance in the anatomy, which suggests a product quality issue did not contribute to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that during the procedure, the 2.5 x 8 mm nc trek was advanced in the moderately tortuous vessel to the moderately calcified lesion in the posterior descending coronary artery, but failed to cross the lesion. The device was removed from the anatomy and was placed on the back table for additional use in the procedure. When the device was being prepared for additional use, the shaft separated near the hub and was not reused. The patient was treated with a 2.0 x 8 mm trek and a 2.25 x 8 mm non-abbott stent. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. No additional information was provided.